Event description:
Edwards has learned that a failing 23 mm model 2800 aortic valve has been replaced in a valve-in-valve procedure, after an implant duration of approximately 12 years and 7 months, due to aortic stenosis. The customer report states a 23 mm sapien valve was successfully implanted via transapical access 40:60 aortic within a 23 mm aortic bioprosthetic valve that was severely stenosed yielding an excellent result. Post implant tee revealed zero ai and zero pvl. The patient was transported to pacu in stable condition in anticipation of extubation. Patient is reported in stable condition. No imaging is available. Device remains implanted.

Manufacturer narrative:
The device is not available for return and evaluation because it remains implanted. No additional patient information is available. Echo reports have not been made available. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.